Event description:
It was reported to medtronic minimed that the customer reported multiple issues like sensor fractured inside the body, introducer needle was hard to remove and sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed. The sensor was self-inserted, and the introducer needle was hard to remove. The introducer needle was fractured while in the body. The customer reported the sensor was still in the body. The customer did not receive medical treatment. No harm requiring medical intervention was reported. Mmt-7040ma was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of one returned opened/used sensor and performed visual inspected and found retracted sensor flex inside sensor base also found needle separated from sensor base then inspected insertion needle for burrs/hooks and dull needle tip defects and found bent inside needle hub. Unable to continue with functional testing due sensor being damage. In summary, the customer complaint for needle hard to remove was not confirmed. The customer complaint of broken sensor flex was not confirmed, the customer complaint of sg not available could not be confirm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.